Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/09/2024, it was reported by a sales representative via (B)(4) that an ar-9597-20 angled reamer sleeve and an ar-9676 angled reamer were incarcerated together. This was discovered after a case.

Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-9597-20 serial/batch number (B)(6) was received for investigation. Visual inspection noted that the device had abrasion marks on the base and inside the inner diameter. Thus, indicating signs of wear and tear. The most likely cause is attributed to misuse due to interference with the mating instrument. Functional testing was not performed due to the condition of the device.